Event description:
A technician reported to baxter (B)(4) that the machine alarmed with an air detected alarm during therapy. There was no patient injury or medical intervention. There was patient involvement. .

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned for evaluation. Should additional information become available, a follow up MDR will be sent.